Manufacturer narrative:
Sections with additional information as of 09-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for error messages (e-3 and e-2). The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 95 mg/dl using true metrix go meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is 03/17/2023.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.